Event description:
During a coronary stent procedure, the physician was attempting to deliver the stent to a svg that was tied into a native ramus branch. They were unable to get the stent to the location they wanted. They elected to retract the delivery/stent device back into the guide catheter (7f wiseguide al1 sh). Resistance was encountered at the mouth of the guide. Using some force, the catheter was removed, however, the stent dislodged. No attempt was made at retrieval and the stent remains in the sfa. Pt status is listed as "okay".